Manufacturer narrative:
Medtronic received the following information from a journal article entitled;the fate of the left subclavian artery in tevar for aortic arch pathology bashir et al, journal of cardiac surgery 2021;36:3547-3553 doi: 10.1111/jocs.15831.implant date: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic thoracic endograft was implanted in patients during the endovascular treatment of taaa and tbad on unknown dates. In some patients the origin of the lsa was occluded and/or extra-anatomical bypass was completed. The following adverse events were reported: patient deaths. The cause of the deaths are undetermined.